Event description:
Rod tip broke off, surgeon elected to leave it in patient.

Manufacturer narrative:
Examination confirmed the reported breakage. The root cause is design related. Corrective action was previously conducted for breakage on this instrument. Eco 38013 was released in july of 2001 changing the raw material used and the geometry of the rod. A search of the complaint database did not find any complaint of this nature manufactured after this change. The need for additional corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.